Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Unknown head. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2017-01242 & 1825034-2017-01245).

Event description:
Patient's hip was revised due to periprosthetic femoral fracture, liner wear and loosening of the femoral stem. During the procedure, the femoral stem, head and acetabular liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient was revised approximately twenty five years post-implantation due to periprosthetic fracture, liner wear and loosening.